Event description:
Information was received indicating both pumps were exhibiting no disposable alarms, not detecting the cassette, when the smiths medical, cadd medication cassette was attached. It was reported there appeared to be an extra piece of plastic on the cassette tubing as it leaves the cassette. No adverse patient effects were reported. No additional information is available at this time

Manufacturer narrative:
Additional contact information: (B)(6).